Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. A lead revision was performed. The rv lead remains in use. It was also reported that during the rv lead revision procedure, the implantable pulse generator (ipg) setscrew/grommet became detached from the atrial channel. The device was explanted and replaced. No patient complications have been reported as a result of this event.